Event description:
The possibility of the balloon fallen was concerned from the CT results. Furthermore, an endoscopic examination revealed that the balloon had moved down near the duodenum and confirmed a complication developed from an ulcer and a gastric perforation. On (B)(6) 2013, the pt was transferred to another hospital for abdominal surgery. Where the ulcer and the gastric perforation was found at lateral to a fistula, not at the posterior stomach wall.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible; the mfg lot number that was provided is an incorrect mfg lot number.